Manufacturer narrative:
(B)(6). Device evaluation: a photo is available for evaluation. It is unknown if a sample is available. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient came to the nursing station to notify staff that the suspect device had been removed. Upon review of the catheter with IV set, the nurse noted that the catheter had been "cut". A venogram was performed but the missing catheter piece was not detected.

Manufacturer narrative:
Additional information: an x-ray was performed but the catheter was not detected. Therefore, the venogram was performed before the patient was discharged. Device evaluation: result - the customer returned one photo and one actual used device. The sample was returned without the cannula assembly and needle cover. The sample was visually inspected and a cut was observed at the edge of the broken catheter. The broken catheter was likely cut with a sharp object. The manufacturing process was reviewed. There is no process in the manufacturing facilities that could have caused this nonconformance. There is an automated vision inspection machine in the manufacturing facility that rejects parts not meeting lie distance requirements. If the nonconformance occurred in the manufacturing process, it would be rejected by the automated vision inspection machine as there is no lie distance. Hence, this reported nonconformance could have occurred out of the manufacturing facility. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5354399. The preventive maintenance, calibration and equipment history records were reviewed and no abnormalities were observed. Conclusion - bd was able to confirm the customer's indicated failure mode as a broken catheter was observed on the returned sample. An absolute root cause for this incident cannot be determined.

Event description:
An x-ray was performed but the catheter was not detected. Therefore, the venogram was performed before the patient was discharged.